Event description:
This medwatch report was initiated upon subsequent review of the event, at which time it was determined that the reported event is a medwatch reportable event, consequently the medwatch report is being submitted late. The complaint has reported that a patient (age and gender unknown) underwent a therapeutic colonoscopy procedure for polypectomy. The clinician was cecum to utilize the resolution clip device for hemostasis of a post polypectomy bleed, the first clip did grasp the tissue at the bleeding site. The clip did deploy from the catheter once it was removed from the scope. This resulted in the need to utilize two additional clips (please note 6000048-2005-00184 and 6000048-2005-00185) attached. The procedure was completed successfully. The patient was noted to be in stable condition.